Event description:
The manufacturer became aware of an allegation of everflo quiet that the patient alleges that the device will not turn on. A device was returned to a third-party service center. During the evaluation of the device, the integrated canister was clogged, and the power cord was damaged. In addition to above findings, the device was repaired and did a preventive maintenance. The power cord and inlet filter were replaced due to preventive maintenance. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : analysis by third-party.